Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. The inspection revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
During the follow-up, an increased battery consumption was reported. The device is to be replaced as soon as the patient gives his consent.